Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 10mm, 33cm ratcheting handle, dings and scratches were noticed throughout the shaft. Also seen, were small cracks at the distal end of the shaft. The probable root cause/s could be normal wear, user mishandling, user excessive forcer or improper sterilization. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.